Event description:
Customer reported pt was being monitored by the 3900 pulse oximeter. At some point, the pt reportedly stopped breathing, was transported to the hospital, and was pronounced dead. No further details are available. Investigation/conclusion: the monitor has been sequestered, preventing further investigation into the equipment. Once the monitor is made available for investigation, a follow-up report will be submitted.